Manufacturer narrative:
The investigation for the high purge pressure has been completed. High purge pressure was reported on day 24 of support with no kinks. It is unknown if tpa was added to the purge. The pump was inspected and biomaterial was found in the purge gap. The biomaterial was removed and the pump was run in the lab and high purge pressure did not reproduce. The data logs confirm purge pressure-high and purge system blocked alarms. There was a gradual rise in purge pressure before the alarms were triggered with no motor current spikes. The high purge pressure did not resolve for the remainder of the case. The root cause of the high purge pressure was determined to be biomaterial. Added- d9 device return date, h6 impact codes 4644, 4627, 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter, "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the "purge pressure high" alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."

Event description:
The complainant had a 5.5 pump supporting the patient (escalated from an impella cp) along with extra corporeal membrane oxygenation and evaluating the patient for a left ventricular assist device. After 23 days the team had high purge pressure alarms that prompted the team to use tissue plasminogen activator, to replace the purge cassette, and to explant the pump the next day. The patient survived the event.